Event description:
Patient reported that the expiration date printed on the strip vial is 10/31/2006. According to the manufacturer'r electronic inventory system, the associated lot number expired on 10/31/2005. No patient injury was reported and not treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.